Event description:
During an atrial fibrillation procedure, an air leak was noted from the syringe connected to the sideport. Air was aspirated several times with no resolution. Additionally, a blood leak was noted from the hemostatic valve. The introducer was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected information: g3, h2, h6 upon further review, the a code, gas/air leak (B)(4), was added to the file as it was noted that air aspirated form the sheath in addition to the blood leak. A follow up report was submitted. Manufacturer narrative: the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.